Event description:
During a transfemoral tavr procedure, during advancement of the delivery system into the aortic arch, the patient became hypotensive and a tee revealed a growing pericardial effusion. The guidewire had been stable during bav and while advancing the delivery system. The valve was advanced into position and successfully deployed in the annulus while the blood pressure was being treated. The delivery system was removed and the xs amplatz wire was retracted into the aorta. A large pericardial effusion was noted on tee. Protamine was given and a pericardiocentesis resulted in 250ml of bright red blood being aspirated from the pericardium. The effusion was reduced immediately and the patients bp normalized. The pericardial pigtail was sewn into the sub-xyphoid space. The sheath was then removed from the groin and the proglide sutures were closed. Hemostasis was achieved. Intermittent aspiration of the pericardial space was performed. A total of 900ml of blood was removed from the pericardium. The patient was treated with levophed and blood transfusion. Initially, an extra stiff amplatz wire with a very tight curve was used with the transition of the wire incorporated in the curve. The case proceeded uneventfully with the wire being placed into the lv apex, bav, and valve alignment. Post op day one evaluation revealed stable valve performance, good hemodynamics and improving condition. The plans were to extubate the patient and transfer her to a floor bed. Per report, the team felt that the lv perforation may have been caused by the straight tip wire. When crossing the valve, the wire was advanced all the way. This factor, combined with the fact that this patient had a very small left ventricle, may have contributed to the perforation.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the ventricular perforation was attributed to the wire moving during device manipulation, in combination with the patient having a very small lv. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.